Manufacturer narrative:
(B)(4). In 2009, the patient began dianeal pd2 ambuflex therapy, intraperitoneally as automated peritoneal dialysis (apd) for end stage renal disease (esrd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On the same date, the patient began unspecified antibiotic therapy intravenously as treatment for the peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. On that date, intravenous treatment was switched to oral antibiotics. The peritonitis was resolving, and the patient remained on oral antibiotics. Dianeal pd2 ambuflex therapy was ongoing. The consumer stated that the peritonitis was not related to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Event description:
While following up for an unrelated alarm, baxter was informed that the patient was in the hospital with peritonitis and had been there since (B)(6) 2011. No further information was available at this time.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h10l21042 and h10l19012) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. This issue has been escalated to CAPA.